Event description:
It was reported while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the user experienced overfilling of the tube. The tube was flagged by the analyzer. No health impact or consequence reported.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes d.9. Returned to manufacturer on: 27-feb-2024 h.6. Investigation summary: bd received 9 returned samples and 1 photo from the customer for investigation. The 9 samples were visually evaluated with no tubes exhibiting overfill. The 1 photo was also evaluated and did not show overfill. In addition, 10 retention samples from bd inventory were draw-tested, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for overfill. Bd was unable to identify a root cause for indicated failure mode. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the user experienced overfilling of the tube. The tube was flagged by the analyzer. No health impact or consequence reported.